Manufacturer narrative:
Manufacturer reference number: (B)(4). (B)(4).

Event description:
According to the reporter, while the bag was being extracted from the umbilical region, the bag broke in the bottom leaving the gallbladder in the half of extraction (basically in the surgeon's hand). There was an extension of the surgery time. Sample is not available since it was discarded. The area was flushed with saline solution and betadine (skin solution) and it was placed a laminar drainage to allow the escape of purulent secretions which could be formed in a closed cavity. Patient ethnicity: (B)(6).